Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product will not return;customer did not collaborate with rep. Questions on the initial call. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip-(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 123 mg/dl using truemetrix air meter and test result reported of 88 mg/dl using another device. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 127 mg/dl and 157 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is two weeks ago at time of call. The meter memory was reviewed for previous test result history: (B)(6). Customer informed customer it is not recommended to compare meter-to-meter but to run a back-to-back blood test against his doctor's laboratory device. Customer then changed his complaint, stating he received a result of 88mg/dl fasting) with the doctor's laboratory device and a result of 156mg/dl fasting) with the truemetrixair system yesterday ((B)(6) 2016@2:43p.m.) At his doctor appointment. Technician continued with troubleshooting process with customer becoming extremely irate with the questions being asked. When going through meter's memory, unable to locate the result of 156mg/dl customer had previously stated he received with the truemetrixair meter. Customer, again, changed his complaint, stating he received a result of 123mg/dl(fasting) found in meter's memory from yesterday ((B)(6) 2016@2:43p.m.) And that he had compared his truemetrixair meter to his old trueresult meter at the doctor's office; I attempted to clarify the complaint with customer in order to process the replacement but customer became extremely irate and refused to clarify if the results compared were from meter-to-meter (truemetrixair/trueresult) or if it was compared with his doctor's laboratory device, as well as, refused to clarify which result his complaint is referring to. I further explained to customer we would be more than happy to replace the system regardless if it was meter-to-meter or against his doctor's lab device but customer proceeded to curse at technician and directly insulted technician. Call was then disconnected by customer. No replacement will be sent, as customer refused to continue phone call without providing delivery address.